Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons all responded properly and no anomalies were noted with the keypad connector. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 159 mg/dl. The customer stated that the buttons are hard to press. The customer was asked if recalls any significant events leading to the keypad issues and none. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.